Event description:
On (B)(6) 2017, a 15mm masters plus valve was implanted in a pediatric patient. On (B)(6) 2019, the 2 year old valve was explanted and replaced with a larger 19mm masters mechanical heart valve (serial number: (B)(4)) due to patient growth. The patient is reported to be stable. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of valve explant due to patient growth was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. There was no evidence of device malfunction, and the valve was replaced with a larger, 19mm, valve.

Event description:
On (B)(6) 2017, a 15mm masters plus valve was implanted in a pediatric patient. On (B)(6) 2019, the 2 year old valve was explanted and replaced with a larger 19mm masters mechanical heart valve (serial number: (B)(4)) due to patient growth. The patient is reported to be stable. (Clinical study patient ID: (B)(4).